Event description:
Meter results are high. (B)(6) (non-diabetic wife) tested her blood sugar and her normal # is 89, but the result was 198. (B)(6) normal number is 150, but the et result was 286. While on the call, I walked through the control solution tests with them. Control solution range: low 27-57, et result= 166, high 278-368, et result= 465.